Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts starting from the mid-stent to distal stent region were lifted and pulled distally over the distal balloon cone. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.50x24mm promus element drug-eluting stent was advanced for dilatation. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24mmx2.5mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.50x24mm promus element drug-eluting stent was advanced for dilatation. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.